Event description:
On (B)(6) 2012, (B)(6) reported that on (B)(6) 2013 for the hl tubing pack (article number: 70102.9930, serial number: (B)(4)) that after priming there was leakage from the jvr 1900 component. The complete set had to be changed out. (B)(4).

Manufacturer narrative:
(B)(4). The defective part was discarded and unavailable. A review of the production process was undertaken. The root cause was attributed to a loose tool on the technician's station that caused a breach in the component. As a corrective action a visual inspection of all jvr 1900 was performed after the mounting process. In addition a "tool panel" was created for each workstation to store tools when not in use. (B)(4).